Event description:
It was reported that when the lead was removed from the package that it was visible that the anode was not fitting correctly in the silicone head. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned for analysis.